Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor artoura 600cc tissue expander, serial number (B)(4), catalog number smxp140rh, lot number 7493579. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with mentor artoura high profile smooth 600cc breast tissue expander that bilaterally deflated after implantation. At the time of replacement, a tear was found where the artoura is sealed, and doctor did not think it¿s a needle strike. Patient needed radiations therefore on (B)(6) 2018 thy had to be removed and replaced with another mentor artoura tissue expender. Patient fully recovered. And experienced no accompanying symptoms. This report is for the left tissue expander.

Manufacturer narrative:
On 4/30/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the implant was sent for analysis, however the implant was lost before the analysis could be performed, an internal corrective action was opened, to further investigate the cause of the lost. Manufacturer¿s reference number: (B)(4).